Event description:
It was reported that patient presented for remote follow-up. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited post paced t wave over-sensing. Programming changes were made resolving the issue. Patient condition was stable.

Manufacturer narrative:
Correction: section h6 should not include "device not returned" code. It should include "analysis of production records" instead.

Manufacturer narrative:
A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.